Manufacturer narrative:
The device was returned to the endochoice service center for evaluation and repair. A problem with the image was identified requiring a repair, from which the ccd camera assembly at the distal tip was replaced.

Event description:
It was reported that middle image was lost during a case. There was no report of injury or other negative health consequence to any patient.